Event description:
Hcp reported the pt presented with symptoms of withdrawal including insomnia, chills, sweats and nausea. A rotor test was done in which the rotor "failed." The pump was explanted and replaced in 2004. The pump was returned to the MFR for analysis. A follow up will be sent when additional info is obtained.